Manufacturer narrative:
Concomitant medical products and therapy dates: visx excimer laser; model# star s4 ir, catalog# 0030-1479, serial #(B)(4) was used along with the intralase.

Manufacturer narrative:
Epithelial basement membrane dystrophy (ebmd). The equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on (B)(4) 2012. However, the equipment was evaluated by a field service specialist (fss) on (B)(4) 2012, to perform preventative maintenance. System was tested and meets amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Customer reported intralase was performed on both eyes (ou) with costumevue. On (B)(6) 2012, surgeon noted that probable epithelial basement membrane dystrophy (ebmd) on left eye (os) > right eye (od). Bandage contact lens (bcl) was placed post treatment os. On (B)(6) 2012, bcl removed os with zero complication. On (B)(6) 2012, ebmd on os. Patient experienced loss of best corrected visual acuity (bcva). Pre-op bcva: od 20/20 os 20/20. Pre-op uncorrected visual acuity (ucva): od 20/40 os 20/200. Post-op bcva: od 20/20 os 20/40. Post-op ucva: od 20/ od 20/.